Manufacturer narrative:
(Eval method): conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This is a picture archiving communications system. The customer was post processing pt b's study at the viewforum and found the image from pt a. The last image of pt a's study was found to be also the first image of pt's b study. No pt was injured or misdiagnosed.